Event description:
A ventilator was returned to the manufacturer's service center for scheduled preventive maintenance. There was no allegation of device malfunction or patient harm. During the preventive maintenance procedure, the device was found to have a high pressure limit potentiometer malfunction. The ventilator's high pressure limit (controlled by the potentiometer) was set at 65 centimeters of water pressure and could not be adjusted. The potentiometer was replaced to correct the problem. The potentiometer was evaluated by the manufacturer's engineering department. The rear enclosure of the potentiometer was partially dislodged which caused an "open" condition due to excessive movement of the potentiometer shaft. The potentiometer also had a broken connecting wire. The malfunction appears to have been caused by significant physical force (unit was dropped or hit) applied to the front of the component. This type of malfunction would not affect device function, but would restrict the relief of pressure (high pressure limit) to 65 centimeters of water pressure. A review of the manufacturer's adverse event database (the past four years) confirmed there have been no adverse events caused by high pressure limit potentiometer malfunctions. The manufacturer concludes the potentiometer was subjected to stress or impact beyond its intended design and no further action is required.